Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7079785.

Event description:
It was reported that the patient was experiencing pain following an implant procedure. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.